Event description:
It was reported that a homechoice (hc) pro device had an unspecified problem. This occurred during an unknown step of peritoneal dialysis (pd) therapy. Patient connection at the time of the issue is unknown. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection and functional testing were performed with no issues noted related to the reported condition noted. A service history review revealed no previous service events that were related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported issue was not verified through evaluation. Should additional relevant information become available, a follow-up report will be submitted.